Event description:
It was reported to us that a pt received a second degree burn while using heat pack. We were told by the initial reporter that the label instructions to wrap the pack in a cloth or towel were not followed.